Event description:
Additional information was received in which the patient's son stated the patient's system was removed on (B)(6) 2017.

Event description:
The patient has 4 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient previously underwent surgical intervention due to a loss of stimulation (reference MFR report: 3008829311-2017-00056 and reference MFR report: 3008829311-2017-00201) and effective therapy was provided. On (B)(6) 2017, diagnostics indicated 3 of the 4 implanted leads exhibited invalid impedance readings. Surgical intervention may be taken at a later date.